Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Cracks were observed at the boundary of the optic and haptic of the preloaded intraocular lens (iol) post-implantation. Healthcare professionals adhered to the loading guidelines, and no issues related to personnel, delivery, or storage were reported. The iol remains in the patient's eye, with no reported injury or visual complications, as the cracks did not affect the central part of the lens. No unplanned vitrectomy reported. Account reported cartridge tip was sharper, although no damage was found. No additional medical or surgical interventions were necessary, and the patient is recovering well. Further information is not available.

Event description:
Additional information received on 6/12/2025 stated that cartridge tip crack does not belong to dib00 lens (serial number: (B)(6).

Manufacturer narrative:
Additional information: additional information received on 6/12/2025 stated that the cartridge tip crack does not belong to dib00 lens (serial number: (B)(6)). Hence the device code "cartridge tip cracked/damaged" (1135) is no longer applicable to dib00 lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.